Event description:
Customer reported a malfunction alarm identified as malf 14. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. However, when the malfunction recurred, technical support arranged for a replacement pump, confirmed shipping details, and instructed the customer on how to use backup therapy and put the pump into storage mode. The customer acknowledged and understood all instructions.